Manufacturer narrative:
No patient injury, reporting as a precautionary measure.

Event description:
Staff reported two instances of the liquiband rapid product failing, both instances came from the interventional radiology department and both instances involved the tip of the device "popping off" and spilling adhesive. No patient or negative clinical outcome was noted. However, this event is being reported as a precautionary measure.